Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. The returned battery cap threads were damaged. The battery cap could not attach properly to the pump ¿ an intermittent power issue was duplicated. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was found to the power circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue with battery compartment thread damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved with troubleshooting.